Event description:
It was reported that the patient's speech perception was very poor. Testing and fitting data were unremarkable. An insufficient insertion of the active electrode into the cochlea was assumed. The patient was re-implanted in 2009. During surgery it was seen that the electrode was not fully inserted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.